Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies. A chest x-ray showed that the lead was fractured.